Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 55811014535, 510k# k122433 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017 the patient underwent surgery due to compression fracture using cannulated sagittal adjusting screw. It was reported that on an unknown date, post-op, the screw broke. Reportedly, as the head part of the left l3 screw came off, the left l3 screw was explanted by shaving the pedicle and removing the screw with pliers. It was hard to confirm before the removal but it has been broken. As a result, a revision surgery was performed to replace the broken screw on (B)(6) 2017.